Event description:
Patient complained 1 week post-op of burn across top of buttocks. Burn is approx 11 cm across. The upper portion of this has two curvilinear areas that kind of match the curvature of the upper buttocks and the lower border of this is straighter, consistent with the lower edge of the grounding pad that she was probably lying on. The defect itself appears to have the superficial layer of the skin that is already peeling off, consistent with a second to third degree burn, but it is not burned down the dermis apparently, and appears to be healing well. No signs or symptoms of infection or cellulitis.